Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, nausea, amenorrhea, uterine fibroids, dysuria, stress incontinence and vaginal discharge. Concomitant products included hydrocodone since july 2011 and loratadine (lortab) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary tract disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the dyspareunia and arthralgia had resolved and the bladder disorder, female sexual dysfunction, urinary tract disorder, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events apareunia (inability to have sexual intercourse), urinary tract disorder, dysmenorrhea (cramping), pelvic pain and joint pain were added. Reporter and patient demography added. Medical history, lab data and concomitant drug were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the dyspareunia and bladder disorder outcome was unknown. The reporter considered bladder disorder and dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: case became incident. Event injury nos was replaced with dyspareunia (painful sexual intercourse} & event bladder problem was added. Reporter (consumer) information updated, patient date of birth added, product start date updated and stop date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.